Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device detected atrial tachycardia episodes although the patient appeared to be in sinus rhythm. The device is still in use. No patient complications have been reported as a result of this event.